Event description:
The initial reporter questioned the results of 20 patient samples tested for potassium (k) on a cobas integra 400 plus. The customer was also having calibration and qc issues. On (B)(6) 2022 a nurse noticed lower k results for patients. Due to this, the customer repeated patient samples on 2 different cobas 6000 c (501) modules and found discrepant results. The following are examples of discrepant results for 3 patient samples: patient 1 initial result from the integra 400 plus was 3.9 mmol/l. The repeat results from the c501 modules were 4.59 mmol/l and 4.63 mmol/l. Patient 2 initial result from the integra 400 plus was 3.7 mmol/l. The repeat results from the c501 modules were 4.14 mmol/l and 4.17 mmol/l. Patient 3 initial result from the integra 400 plus was 3.9 mmol/l. The repeat results from the c501 modules were 4.37 mmol/l and 4.37 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The k electrode lot number and expiration date were not provided.

Manufacturer narrative:
On (B)(6) a reference electrode with a "white dot" was placed on the analyzer. The customer stated this is when they started to have calibration issues. The customer no longer has this electrode. On (B)(6) 2022 the k electrode was replaced. The customer had no further discrepant results. The field service engineer (fse) replaced the reference electrode. Calibration and qc has been successful since. The investigation is ongoing.

Manufacturer narrative:
Calibration flags were observed on (B)(6)2022 and prior. Qc was acceptable on (B)(6)2022 with no flags. Qc was acceptable on (B)(6)-2022 with "ise unstable" flags. No issues were identified on the alarm trace data. The service actions (replacing the reference electrode) resolved the issue.